Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code e315 was displayed due to water invasion in the scope connector. In addition, service found that angulation was reduced due to the angle wires being stretched, the insertion tube was caught and pinched causing it to be deformed, the switches were damaged due to physical stress, the boot protector was damaged due to physical stress, the control section and angulation knobs were waterlogged due to resin being cracked, the suction port was worn and leaked due to parts being worn and loose, the light guide lens was cracked due to being dropped or knocked against a hard surface, the light guide tube was wrinkled and worn due to physical stress, the key top of the switches was worn, and the channel port was worn due to stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed an error code e315 (scope error). In addition, the customer reported the suction cylinder was very worn, the scope leaked, the angle was insufficient, the button was worn, the sheath of the light guide tube was creased, and the insertion part was worn. These issues were found during reprocessing. The user facility did not use this device on a patient after these issues were identified. There was no patient or user harm reported due to the event. This report is being submitted for the e315 (scope error) reported by the customer.

Manufacturer narrative:
Date received by manufacturer that was provided on the initial report. The correct date received by manufacturer is jan. 12, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, the leakage occurred by physical stress to the device which water entered and damaged the electrical components. The specific root cause could not be determined at this time. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.